Event description:
The company representative on behalf of the customer reported, the colonovideoscope exhibited poor drainage. The device was returned, and an evaluation revealed presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown if any foreign material was adhered to the scope. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. Liquid was sent to the air/water nozzle. An evaluation of the returned device could not confirm the customer allegation. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Bending tube is deformed. Adhesive on a-rubber has a chip. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material primarily made up of silicon (si). It was presumed that the foreign material was derived from parts whose main component was silicone such as packings of the connection adaptor of the water tank and valves. However, since it was confirmed that there was no information that reprocessing failed to be performed in accordance with the instructions for use (IFU), the cause of the event was unable to be clearly specified. It is suggested that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.